Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient could not void on their own and had just been cathing, best thing they noticed that they were leaking. Patient complained about having really bad pain when they woke up, patient's mom gave them ibuprofen, wanted to know if this was normal. Patient was not sure what patient should be gauging with bladder. Patient only had 1 bowel movement not accidents and urgency 4. Lead removal on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.